Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspections, but no cable related issues were detected. Additionally, the instrument was found to have a broken main tube approximately 40mm from the distal tip. A piece measuring proximately 5.00mm x 8.5mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube was found to be indented and dislodged. The probable root cause of the reported cable damage cannot be determined based on the information provided and failure analysis results. No product issue was identified. Furthermore, the probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a torn cable. No fragments fell into the patient. The procedure was completed with no reported injury.